Event description:
We received a call from a (B)(6) from the (B)(6) who stated they had a veteran report that a thermophore classic pad received in 2011 sparked at the cord while the unit was plugged in.

Manufacturer narrative:
Based on this limited info, it was concluded that the pad has the spt style cord according to the date. This type of failure would be consistent with similar cord failures, where there were signs of incorrect use of the cord being wrapped tightly to the switch, causing an eventual break in the copper strands. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the product, to the point where the cord fails. Since the change we have not seen any cord break failures like the one described. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.